Event description:
As reported, in 2008, cg, a male pt was implanted with a gore propaten vascular graft as a right common femoral to tibioperoneal trunk bypass. The pt lost primary patency and assisted primary patency at approximately one month. The physician stated that this event was not device related. No further info is available.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.